Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in the clinic, review of the electrogram displayed low level, high frequency noise that was inhibiting pacing. The physician suspects the possibility of myopotential oversensing. Turning off the low frequency attenuation filter was recommended. The patient will be monitored with routine follow-up. No further information is available.